Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted witness marks on the end of the firing rod during microscopic inspection that are indicative of proper loading. The instrument firing knobs were retracted and the articulation lever was in neutral position. Pmv performed functional testing. The instrument was successfully loaded with a pmv representative reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, the surgeon was able to press the green button, but the handle cannot be squeezed. Hence, the stapler did not fire. Another handle was used to complete the case.